Event description:
It was reported that during a radial artery harvest/CABG procedure, the device would not form clips. A new device was opened and the case was completed. There was no pt consequence.